Event description:
It was reported that the pt experienced no therapeutic effect and a change in gait with difficulty walking and leg weakness two days after lead implant. It was unk if the pt's symptoms were related to the implant or spinal stenosis. Additional testing was pending. Additional info has been requested, but was not available as of the date of this report. Reference MFR. Report # 3004209178200901277.